Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port which connects to a non-baxter set. The leak was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from february 21, 2020 ¿ february 25, 2020. H10: the device was received for evaluation. Unaided visual inspection did not identify any abnormalities, that could have contributed to the reported condition. Functional testing was performed. Which revealed, a leak between the spike port tube and the spike port bonding area. The reported, condition was verified. The cause of the condition could not be determined. However, the most probable cause was, due to inadequate or lack of cyclohexanone applied to the spike port tube, when it was inserted to the spike port, during the manufacturing process causing an incorrect bonding. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.